Event description:
Caller states the pt tested 1.6 inr on the coaguchek test system and 2.7 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed in medical facility. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, test strip lot 434a-g17, exp 04/30/08, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.